Event description:
Pt presented with corneal ulcer right eye. Had a least 3-4 day history of keratitis. Was using pred forte, vigamox, and tobramycin ointment at time of presentation. Had used renu contact lens solution within the past month. Denied any abuse or imporper care of contact lenses. Wore acuvue 2 contact lenses, 2 week disposable. Pt diagnosed with fungal keratitis the next day. Diagnosed with fusarium keratitis three days later. Treated with topical natamycin and amphotericin 0.15% and oral itraconazole. Underwent corneal transplant after limited response to fungal infection and intolerance to topical meds. Pt has remained free of recurrence of infection to date, corneal graft doing well.